Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell on their back trying to get into the bathtub. They stated that since they have fallen, they have pain in their back. The patient stated that their stimulation is supposed to help with back pain. It was noted that the patient's fall occurred in (B)(6) 2016. The patient requested MRI guidelines, as they are getting an MRI on their brain and back. It is unknown if the MRI is due to a problem with the patient's device or therapy. The patient reported that they only feel stimulation when they lean back. They also stated that they want to get the stimulation so that it feels the same in both legs. The patient mentioned that they have had central nervous lymphoma of the brain, and was recently in the hospital for chemotherapy; it was noted that none of these issues were related to the device or therapy. The patient was to follow up with their healthcare provider to discuss their symptoms and reprogramming. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were sent back; what they needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.